Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting and may have developed paradoxical adipose hyperplasia.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting and may have developed paradoxical adipose hyperplasia.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the flanks on (B)(6) 2021 using the cooladvantage coolsmooth pro system applicators, who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Additional data: a2 a4 a6(white) b3 b5 d4 g2. Changed data: d1 d8 g1 h6.